Event description:
Pt receiving stat antibiotics for suspected then confirmed meningitis. IV vancomycin infusing via new baxter pump, appropriate bolus tubing used, appropriate two feet height and lengths on the IV. Pump programmed to infuse 500cc. When pump range as completed, approx 150-200 cc remain in bag. Safety stop called. Decision was made to reprogram remaining infusion and continue antibiotics so as not to interrupt infusion as pt with new diagnosis of gram positive cocci in csf fluid. Upon completion of vancomycin, pump and bag with tubing given to safety stop responder. Tubing also not changed or bag respiked as pt needed entire infusion of medication.